Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. It was reported that the battery cap could not be removed from the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with a stripped battery cap coin slot.